Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that he found air bubbles in the reservoir and tubing. The customer stated that when he first changed the set there were no issues and the air bubbles appeared later. He noticed the air bubbles in the reservoir near the tubing and in the tubing near the site. He stated that the air bubbles are very small and would grow into big ones and break loose. The blood glucose at the time of the incident was 346 mg/dl. The insulin pump was not rewound with a reservoir in place and the customer used insulin 10 minutes after taking it out of the refrigerator. No leaks were found. He disconnected at the quick release and primed the air bubbles out. He then changed the infusion set and reservoir. The product will not be returned for analysis.